Manufacturer narrative:
G2: the country of the event is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis and compression fractures. It was reported that after cement mixing for 40 seconds, when an attempt was made to fill it into the bfd, the cement had already hardened. Level to be implanted was l2. There was a delay of less than 60 minutes in overall procedure time. The procedure was completed successfully with use of new products. There was no malfunction/allegation reported against the mixer. There was no patient symptom reported. There were no further complications reported regarding the event.